Event description:
There was a slip and patient laceration. No other information provided. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.